Event description:
It was reported that the cot was involved in an ambulance accident while transporting a patient. The patient received broken ribs, abrasions, and lacerations. He was taken to the hospital and kept in the ICU for two days for evaluation.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the cot was involved in an ambulance accident while transporting a patient. The patient received broken ribs, abrasions, and lacerations. He was taken to the hospital and kept in the ICU for two days for evaluation.